Event description:
Facility called stating that the hanger bar on the rl450-1 lift allegedly became loose a fell from the lift while resident was being transferred. Death alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rpl450-1, serial number/date code (B)(4) is approximately 5 years old. The owner's manual part number 1078987 rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The user was an (B)(6) female who weighed (B)(6). And resided at a facility, (B)(6) center. The resident's preexisting medical condition consisted of heart disease, hypertension, diabetes, angina and arthritis. The resident's stability and medication regimen are unknown. The facility's technique while using the device is unknown. The maintenance history of the device is unknown. The facility called stating that the resident was being transferred from a geri-chair to a shower gurney in the shower room when the nut that attaches the hanger bar to the lift became loose. The hanger bar allegedly fell from the lift and remained attached to the lift. The resident fell to the floor and sustained a fractured femur and a laceration to the back of the head. Paramedics were called and the resident was taken to the hospital. The resident passed away the following day. Invacare consumer affairs called the facility and talked to (B)(6) who confirmed the date of the incident on (B)(6) 2012. The resident was being transferred from a geri chair to shower gurney. The swivel bar allegedly detached from the boom causing the resident to fall to the ground. The nut was not found during an inspection after the incident, but they were able to find the bolt and washer. The facility confirmed that an invacare sling was used but did not know the model number. There wasn't any additional accessories on the lift. The facility stated that maintenance was done monthly. Invacare consumer affairs asked for a copy of the maintenance records, (B)(6) will have to check with her director of nursing to see if they can provide that information. The lock nut, flush washer and bolt were ordered in (B)(4) 2012. The parts were placed on the lift. The lift was tested and then put back into circulation. The resident sustained a femur break. The resident was taken to the hospital and did receive x-rays which confirmed a broken left femur. The resident passed away the next day. The coroner's report stated that the resident may have passed away from the trauma of the incident or an embolism. (B)(6) is going to check with don to see if a copy of the coroner's report can be sent as well. The malfunction has not been confirmed. The product is not being returned. It has been fixed and returned to service.